Event description:
It was reported that a homechoice cassette leaked. The event was further described as ¿solution has leaked from the supply line connection¿. This was observed during priming of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.